Event description:
Physician confirmed "encapsulation, capsule tear and leakage."

Event description:
Patient reported rupture and "silicon leakage." Left side. Device explanted and replaced with capsulectomy.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture," and "silicon leakage".

Event description:
Patient reported left side rupture and "silicon leakage." Device explanted and replaced.